Event description:
It was reported that a button on the customer's insulin pump was getting stuck and the customer received a button error alarm. Customer's blood glucose was 114 mg/dl. The customer was advised to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
No moisture damage was found on electronic or motor assemblies. The insulin pump was received with intermittent act button due to flattened dome switch. No button error alarms were noted unit received with cracked case at display window corners and battery tube threads. The insulin pump was received with minor scratches on the display window, a broken reservoir tube lip, and a missing reservoir tube lip o-ring.